Event description:
History: (B)(6) ongoing - twenty + separate formal reports of leaking sets and samples submitted to smiths medical many more have occurred but samples not retained. September 20 - summary email to highlight significant issue, safety concerns. October 26 - summary as per september. Requested update and correction. November 14 - requested assistance - speed up return and root cause diagnosis. November 18 - repeat request assistance (smiths). November 23 - meeting with vp quality - seemed unaware - <in hindsight as of today - we learned they had fixed the problem since october 4 and vf on call said nothing.> (B)(6) - still leaking. Still waiting. December 19 - call with vp quality - leaking rca determined, corrected at plant october 4 and not communicated till today december 19, 2016. My opinion: astonishing. Recall avoidance? Waiting for us to go through thousands of defective sets before telling us? Our team has likely submitted the most defect/pt adverse event reports and sets for complaints about this (couple others mixed in): (B)(6) 2016 cadd administration set spike 0.2 fltr coiled tube blue stripe, lines leaked at cassette, exit point and client does not get all meds. Could be infection contact pint as well. Incident happened twice this week (B)(6). On (B)(6) 2016 cadd administration set spike 0.2 fltr coiled tube blue stripe, tubing was leaking where it connects to distal end of cassette. On (B)(6) 2016 cadd administration set spike 0.2 fltr coiled tube blue stripe, leaking near where tubing attaches to cassette as per previous complaints and poster. On (B)(6) 2016 cadd administration set spike 0.2 fltr coiled tube blue stripe, tubing was broken and leaking medication. On (B)(6), 2016 cadd administration set spike 0.2 fltr coiled tube blue stripe, tubing leaking and 1 dose missed. Severed at cartridge/cassette (distal to cassette) pip/taz 4.5g IV q6h. On (B)(6) 2016 cadd administration set spike 0.2 fltr coiled tube blue stripe, the blue striped tubing with green filter (at joint near cassette) 21-7036-01 cracked. On (B)(6) 2016 cadd administration set spike 0.2 fltr coiled tube blue stripe, home care rn called hptp states there was leakage from cassette where tubing attaches. Leakage occurred immediately after patient was connected to tubing and was changed out immediately. No harm to patient done. On (B)(6) 2016 cadd administration set spike 0.2 fltr coiled tube blue stripe, pump says 15ml tba and all doses given. Bag had approximately 100ml tba. Client states that this has happened daly since tubing changed on (B)(6) 2016 cadd administration set spike 0.2 fltr coiled tube blue stripe cadd, blue strip admin set leaking at the tubing by the joint near the cassette. Product attached, hptp client - client on IV infusion. New tubing applied. On (B)(6) 2016 cadd administration set spike 0.2 fltr coiled tube blue stripe, tubing leaking at hub site. On (B)(6) 2016 cadd administration set spike 0.2 fltr coiled tube blue stripe, tube leaking during administration of antibiotic - fluid shot out at the connection of the tube to the filter point. On (B)(6) 2016 set irrig normothermic, part missing to switch to cbi. Cadd administration set spike 0.2 fltr coiled tube blue stripe, client missed a 24 hour bag due to product leaking at cassette at troublesome spot - pt lived outside of (B)(6) so did not come to hptp on the date it started to leak but disconnected it from her IV site. On (B)(6) 2016 cadd administration set spike 0.2 fltr coiled tube blue stripe, leaking medication at cassette site. Cadd administration set spike 0.2 fltr coiled tube blue stripe, expiry. On (B)(6) 2016 cadd administration set spike 0.2 fltr coiled tube blue stripe, line snapped off on the "white" side of the line filter. IV antibiotic had to be stopped until client able to reach office to have "ne" line installed. PICC line remained in patient. On (B)(6) 2016 stopcock 4-way hi-flo swivel male luer lock blue cap middleport, radiologist mixing gelfoam slurry the yellow swivel/directional part blows apart. There was nothing saved to identify the lot numbers. On (B)(6) 2016 cadd administration set spike 0.2 fltr coiled tube blue stripe clt, noticed that his bed was wet in the middle of the night. Upon examination of tubing he noticed that fluid was dripping from tubing at point of entry to cassette from IV solution. Clt turned off cadd solis pump. Cadd administration set spike 0.2 fltr coiled tube blue stripe, reporting another lot # 46x255 does not have expiry dates listed. Cadd administration set spike 0.2 fltr coiled tube blue stripe, lot 46x255 and lot 46x475 does not have expiry dates listed. Cadd administration set spike 0.2 fltr coiled tube blue stripe, in reference to e/p advisory - I am not sure where the manufacturer date and expiry date are supposed to be on this product but we have another lot number we can't find the manufacturer date or expiry date. The advisory stated we were to notify product concerns if we found others so that is what I am doing. Cadd administration set spike 0.2 fltr coiled tube blue stripe, air found in line during initial home visit. Problem caught before any issues could occur. Pump line changed. No apparent concerns with new line. On (B)(6) 2016 set blood/fluid admin, staff member opened box for level 1 normothermic IV fluid administration set and found the double spike set to be detached from the drip catheter. The plastic was bro... Multiple pts, multiple ages, etc. This is a device defect, ongoing affecting pt care x hundreds of times x 4 months, corrected 3 months ago but we were not informed nor offered the corrected devices. Available from plant in (B)(4) since october. Smiths is going to send us new designed lot asap but only because we found out and insisted. I suspect delay was for business reasons trumping safety, quality and customer service, i.e. To avoid replacing the defective sets we had in stock for our province - wide rollout of these not very good pumps and defective sets.